Event description:
On (B)(6) 2011, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. When the physician performed ballooning at the distal neck of the excluder aaa contralateral leg, the left common iliac artery ruptured. The balloon was not gore balloon. Two gore excluder aaa endoprostheses contralateral leg components were implanted and the ruptured artery was repaired. The pt tolerated the procedure and was doing well.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.